Event description:
It was reported to tyco/healthcare/kendall on 03/26/02 that a needle stick occurred. The person received a clean needle stick when the individual placed the syringe in mouth. Syringe user unable to be reached for further comment.